Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of an unruptured aneurysm, the physician felt resistance while repositioning the subject coil. The subject coil became entangled with the previous coil already in place in the aneurysm, prematurely detached or broke and stretched inside the patient. Different unsuccessful attempts were made to either push back the coil into the aneurysm or capture the distal part of the coil. The broken subject coil was protruding from the aneurysm into the internal carotid artery. The subject coil was retrieved by a snare device dragging the previously implanted coil out of the aneurysm. Both coils were removed successfully and the procedure was completed without patient impact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject main coil was returned detached from the delivery wire, within an sl-10 microcatheter with another target coil. Visual examination of the returned device revealed that the coil proximal contact and the deliver wire were kinked, the main coil was stretched, prematurely detached and broken, and the coil suture was damaged. During functional testing, the main coil was noted to be jammed inside the returned sl-10 microcatheter. It is likely that the main coil was damaged during advancement causing the reported friction. After experiencing the friction, the coil was attempted to be repositioned several times with resistance noted. Following this manipulation the main coil stretched and detached/broke leading to the reported main coil protrusion and the subsequent unexpected interaction with another device. Therefore, an assignable cause of operational context has been assigned to this investigation. This is the first of 2 reports.

Event description:
It was reported that during coil embolization of an unruptured aneurysm, the physician felt resistance while repositioning the subject coil. The subject coil became entangled with the previous coil already in place in the aneurysm, prematurely detached or broke and stretched inside the patient. Different unsuccessful attempts were made to either push back the coil into the aneurysm or capture the distal part of the coil. The broken subject coil was protruding from the aneurysm into the internal carotid artery. The subject coil was retrieved by a snare device dragging the previously implanted coil out of the aneurysm. Both coils were removed successfully and the procedure was completed without patient impact.